Manufacturer narrative:
Product analysis: field service was unable to confirm the reported faulty output connectors. The epg was tested at the user facility and completed the output test without issues. The epg remains in use at the facility. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had faulty output connectors. The status of the epg is unknown. No patient complications have been reported as a result of this event.